Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of remote transmission, it was noted that the right-atrial (ra) lead exhibited p-wave amplitude variation and right-ventricular (rv) lead exhibited r-wave amplitude variation. No resolution was performed. The patient condition was unknown.